Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose had been running low ever since his back surgery. The patient's blood glucose at the time of incident was 47 mg/dl. The patient stated that his health care professional had already made changes to the insulin pump settings, but those changes appeared to be ineffective. Troubleshooting was declined. The insulin pump was not returned for analysis.